Manufacturer narrative:
H10: in a good faith effort (gfe) response from the bench service engineer (bse) received on 19sep2023, it was stated that the customer was had not made the decision on if the device would be scrapped yet. It was confirmed that device would not be repaired. As the device was not repaired and taken out of service, no further work is planned to be performed by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: in a good faith effort (gfe) response from the rse received on 25aug2023, it was stated that the battery had been tested. It was confirmed that the battery charges ok and all the information was ok. Following the remote service, the customer requested sending the device into a bench repair facility. The rse then stated on 18sep2023 that the customer had chosen to instead take the unit out of service. The investigation is ongoing.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that the device shutdown when unplugged from mains while in use on a patient. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. There was no impact to patient as the device was swapped promptly. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse stated that the customer needs to make sure that the battery is charging and in good condition. The rse further stated that the cause could be either the battery is defective, or the power harness is.